Event description:
The patient reported that the buttons were intermittently responding; however, the buttons still click back and springs as usual. The patent denies any water exposure.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: keypad was torn near the ok button, the up arrow and ok buttons were intermittently responding, adhesive was observed under button contacts, and contamination was observed under buttons during investigation.